Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 429 mg/dl. The customer treated with 8 units of syringe. The customer had issues with 3 syringes. The customer felt leaking from the tube. The insulin pump will be returned for analysis.